Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7316136, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and the tape was becoming too itchy to sustain further programming. The patient underwent an early lead pull procedure. The explanted devices were not returned as they were discarded by the medical facility.